Event description:
A patient in the operating room was receiving a blood transfusion with the blood infusing through 3m ranger blood/fluid warming standard flow set via a 3m model #245 blood warmer device. Blood was discovered leaking from the warmer device and onto the floor. It was not able to be determined where the leaking was coming from. The flow set tubing was discarded. The warmer device had blood throughout the inside of the machine and into the coils, and was unable to be cleaned. The blood warmer device pump was discarded. This has occurred three times over the past three months. There was not any one specific lot# of flow set tubing being used when this occurred and there were 3 different blood warmer pumps that were used; all were model# 245.